Event description:
It was reported that the pt expired. The cause of death was not reported. Per the reporter, the death was unrelated to the intrathecal baclofen therapy. The specific medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp. A follow-up report will be sent if additional information becomes available.